Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv 2.5 device ruptured during filling. The device was being filled with 5-fluorouracil at the time of the rupture. There was no patient injury or medical intervention necessary, as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.